Manufacturer narrative:
Concomitant products: product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that 10 years ago, patient had had a pump malfunction on her and since then she always travelled with her drug dosing / concentration information. Further details regarding this event were not stated as per reporter it was a long time ago.